Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient was having a problem with his pain stimulator generator. The patient reported the generator was acting up. It was kicking on and off on its own. The patient stated that if they lift one leg it will shut off and if they lift the other leg it turns back on. The patient did not know if they had a wiring or a generator issue. The patient confirmed no recent changes in programming/stimulation settings. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (B)(6) 2018. It was reported the patient was scheduled to meet with manufacturer representative (B)(6) 2018. No further complications were reported/anticipated.